Manufacturer narrative:
Product analysis:the rod was returned fractured ~30mm from the end. The fracture is fairly flat with only a small shear lip near the end. There is a good deal of damage/smearing to the fracture surface from the two ends of the rods rubbing together. There does not appear to be any defects in the material around the fracture level to indicate a manufacturing issue. The o.d of the rod is 4.78mm which is within the print specification. The attachments reveal that the rod had been implanted for 5 years this along with the physical evidence of the fracture indicated that wear may have contributed to the fail of the rod. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had a revision extension fusion 1 level up. Post-op, rod broke. Patient experienced back pain and was referred to a neuro surgeon. After x rays, it was confirmed that a rod had broken and there was no bony fusion. Revision surgery was performed to explant the rod.